Manufacturer narrative:
Tracking #.48687/j. Ees#. 980356. Sent 02/16/1999. Device-b. Endopath disposable surgical trocar: based upon the inquiry information received, visual examination and functional test, it was confirmed that the reported incident occurred. The devices were examined and would not arm as received. The obturators handle weld were measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported during laparoscopic cholecystectomy the red shield reset button did not stay down in an activated position. The case was completed opening another trocar. There was no consequence to the pt.